Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Devices photo evaluation completed on (B)(6) 2021: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent primary breast reconstruction surgery with mentor memorygel, 255cc breast implant experienced left sided foreign matter in the implant intraoperatively. The doctor used another prosthesis with cat#:3549211, sn#: (B)(4) and complete the procedure on (B)(6) 2021. No adverse event or patient consequences reported.

Manufacturer narrative:
On 22-nov-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the customer reported a particulate matter on the implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. The product was received without its packaging. Visual analysis of the returned device determined that a particle, measuring approximately 0.0015 cm^2 (0.15 mm^2) was observed embedded in the shell of the breast implant. Fourier-transform infrared spectroscopy (ftir) was performed to identify the chemical composition of the foreign matter. The investigation revealed that foreign material exhibited the spectrum for polyether block amide-base material better known as pebax. However, the source of the origin remains unknown. Based on the information currently available, a product issue was identified during the investigation of the sample received. This product issue has been addressed through mentor¿s quality system. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance prior to release for distribution. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).